Event description:
It was reported that the patient is scheduled to undergo a revision procedure due to recurring incontinence more than usual with an artificial urinary sphincter (aus). The aus remains implanted and active and is scheduled to be revised on (B)(6) 2020.